Event description:
It was reported that this device delivered 3 inappropriate electric shocks and two rounds of inappropriate anti-tachycardia pacing (atp) in two separate episodes due to an episode of atrial arrythmia with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.